Manufacturer narrative:
The product was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has experienced a syncopal event. A review of the stored data confirmed very fine ventricular fibrillation (vf) which converted the patient after the third shock. Undersensing was noted which resulted in an approximate three second delay of therapy. Device interrogation identified a check lead message and code 1005 had been generated. The system was removed from service. No additional adverse patient effects were reported.